Event description:
It was reported that the customer had issues with leaks from the reservoir. Also, when the customer inserted her reservoir into the insulin pump, the reservoir cracks. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.